Manufacturer narrative:
(B)(4).

Event description:
The customer reported a vacuum leak and fluid leak from the bath on the coulter hmx hematology analyzer with autoloader. The customer troubleshot the event with customer technical support (cts) on the phone. The cts instructed the customer to check the vacuum trap jar, which the customer determined to be full and the customer proceeded to turn off the unit. The fluids associated with this leak are blood, diluent, cbc lyse and clenz. The customer got the vacuum trap jar off of unit to drain and to clear fluid spilled out of the baths, due to incomplete draining after loss of vacuum. Cts called the customer and verified that unit was running with no issues. The customer was wearing personal protective equipment (ppe) at the time of the event. The customer did not come in contact with the fluid and did not seek medical attention. No exposure (sprayed or splashed) to mucous membranes or open wounds were reported. No death, injury or changes to patient treatment or results are associated with this event. The facility does have a risk management / exposure control plan is in place and the spill clean up was completed following the biohazard spill protocol. Service was not dispatched to address the issue since the customer troubleshot and resolved the event with customer technical support (cts) on phone. The cause of the leak may be attributed to clogged vacuum drain